Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that patient's pump was replaced because it was flipping and turning a lot and the cord got tangled up.  Patient was not receiving the right amount of medication. Patient stated now that the new pump is implanted, the patient therapy manager(ptm) keep saying no pump found. It was mentioned that the pump found was the incorrect pump, indicating handset is still paired to old pump. Patient was redirected to healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.